Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one month after the routine device replacement procedure, the patient implanted with this implantable cardioverter defibrillator (ICD) visited their general practitioner due to a suspected wound infection. The gp started the patient on antibiotics and the patient then presented to the hospital for a wound check. It was noted the patient did not have a fever and the wound did not appear infected; blood cultures were taken but the results were not provided. The wound appeared bruised, likely from the recent procedure. Infection was not confirmed, but the patient continued their course of antibiotic treatment. No additional adverse patient effects were reported. (B)(6) study.